Manufacturer narrative:
The devices have been destroyed by the user, so that no evaluations can be made of the actual products. The design change of this product is under review at the manufacturing facility to prevent this type of incident from happening again.

Event description:
The hospital reported that corrugated tubing on the units moved and caused the tubing to kink. This caused pneumothorax in three cases. There was no major patient injury. The hospital did not retain the products and thus they could not be returned for evaluation. The hospital was also not aware of the lot numbers that were involved.